Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had inaccurate reading that triggered the suspend event. The triggered blood glucose was 250 mg/dl and the sensor glucose was 50 mg/dl. Insulin delivery was suspended. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.